Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose value was 42 mg/dl, due to fast acting and slow insulin. Customer did not want to troubleshooting for low blood glucose and drank orange juice. The device will not be returned for analysis.